Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of an infection. The patient was diagnosed with pneumonia with sepsis and hypotension. Subsequently the patient experienced paroxysmal atrial fibrillation, shock, and cognitive impairment. There were no additional adverse effects reported. The patient was treated with intravenous fluids and oral medications. The rv lead remains in service.